Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable."

Event description:
"(B)(6) 2014 - flushing was performed before inserting into the body, and no problem was confirmed. Relay plus was then inserted through right femoral artery approach. There was no resistance or no difficulty during insertion. The controller was in position 1 and deployment grip was pushed forward. The inner secondary sheath was advanced from the outer primary sheath. The controller was then turned to position 2, and deployment grip was pulled to expose the stent-graft. The stent-graft was placed in a descending aorta as the proximal end was positioned around th10. The bare stent was released by handling the apex release grip. The controller was then turned to position4 in order to retract the system; however following issues were confirmed next: when pulling the stainless steel rod, it was unable to completely pull it. It could be pulled out only halfway. When pulling the stainless steel rod, unusual sound was produced. The stainless steel rod could be pressed forward, but not pulled; so, it did not mean it was stuck on the way. It seemed to be locked at some point which prevented a full retraction. The physician pulled the stainless steel rod very strongly, but it was still unable to pull it completely. The physician then tried a following procedure to retract the system. Press the deployment grip forward for a few centimeters while the controller was in position 2. Then pull the deployment grip for a few centimeters while the controller was in position 1. Repeat 1 and 2 in order to fit together the delivery system tip to the outer primary sheath. However, since there was a risk for a vascular damage, the physician stopped these procedures. The physician turned the controller to position4 and pulled the stainless steel rod as much as possible. The physician then put the apex holder back to the original position by handling the apex release grip. Then the whole delivery system was retracted slowly from the body. There was no vascular damage, other adverse events or system damage, and the operation was completed. The delivery system was checked after retracting from the body. The stainless steel rod was pulled again while the controller was in position4, but it was still unable to completely pull it. No kinking was confirmed on the system. The physician repeated 1 and 2 procedures mentioned above again. It was confirmed that the delivery system tip fitted together to the outer primary sheath."